Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, the user stopped responding to sounds gradually since (B)(6) 2017. The user was seen at the hospital on (B)(6) 2017 and no swelling/redness or other medical problems were reported. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final repot.

Event description:
According to the parents, the user stopped responding to sounds gradually since (B)(6) 2017. The user was seen at the hospital on (B)(6) 2017 and no swelling/redness or other medical problems were reported. Family reports no incident of accident or trauma. The recipient was re-implanted.